Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor glucose was 186 mg/dl so the customer gave himself a bolus. Customer's blood glucose was 33 mg/dl. After troubleshooting, customer drank juice to bring up his blood glucose. Customer's blood glucose at end of the call was 94 mg/dl. Customer will not be returning the device for analysis.